Event description:
A customer reported a past event of high blood glucose, with the specific level displaying as "high." Cause was not known. To address the high glucose event, the customer changed the infusion set and cartridge and administered correction injections using multiple daily injections. Control iq feature was active during the event. Technical support recommended consulting a healthcare professional for further discussion on possible impacts on blood glucose levels, which the customer understood and acknowledged.